Manufacturer narrative:
The pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a low battery alert prior to replace battery alert. The customer¿s blood glucose level was unknown. Customer states the battery was previously used. Customer states the battery cap not loose, cracked or damaged. Customer states that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The customer was also advised that insulin pump will need to be replaced. The insulin pump will be returned for analysis.